Event description:
Procedure type: wedge resection. According to the reporter: a 60-4.8 cartridge was used for a wedge/segmental resection, but the firing handle could be squeezed only halfway. A new stapler and new cartridge was used, and the firing was done with no problem. After the incision was closed, a clamp cover of stapler was found by x-ray. Therefore they re-opened the incision and retrieved the clamp cover. When the stapler was checked, it was noticed that a part, about 1-1.5 mm square, which holds clamp cover was also missing. Using x-ray the part was found and also retrieved from the pt cavity. There was no bleeding, no unanticipated tissue loss. Operative time was extended more than 30 minutes.

Manufacturer narrative:
(B)(4)